Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good know test patient circuit. The ventilator passed 72 hours of extended tests at the customer's settings. The ventilator failed the ltv final test for non-conformities with calculated tidal volume average. This slight non-conformity would not result in a failure to ventilate properly. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient expired on the ventilator. The customer stated that the patient death was not related to the ventilator.